Manufacturer narrative:
Product ID 3889-28, lot# va0rwkv, implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
The consumer was having trouble with keeping the stimulation in the same place. The patient had the stimulation in her private area, the hip and the tail bone area. It was noted the implantable neurostimulator moved from the upper hip to lower hip and it could be because, she lost weight. There was no fall or trauma related to this issue. The patient took medication for infection but the health care professional (hcp) told her she did not have an infection. The hcp was aware of her situation. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the consumer reported that device programming caused the moving stimulation sensation. The patient learned to program better to resolve the moving stimulation sensation and the issue was resolved.